Manufacturer narrative:
Device was returned for evaluation. Visual inspection found no anomaly on the helix, the helix length was within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) and delivery catheter perforated. The lp was removed and a transvenous pacemaker was implanted. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.